Manufacturer narrative:
The device was received not deployed; the slide insert was not visible in the top housing window. The download data shows that a rotational abnormality occurred during first prime, causing first prime to end earlier than expected after 22 pulses. As a result, the firing flat of the ratchet gear was not lined up with the release bar at the end of second prime and the needle mechanism did not deploy. During the investigation the device replicated a rotational abnormality during a 5 unit bolus. Inspection of the device found excessive flash on the commutator cap. No other components were noted to have damages or defects. After removing the excessive flash from the commutator cap, the device was rerun a second time and did not replicate a rotational abnormality. The excessive flash on the commutator cap is the root cause of the reported event, as it caused the rotational sensor error and subsequent failure to deploy the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.